Manufacturer narrative:
The root cause cannot be identified. The site investigated this complaint by reviewing the device history records and manufacturing controls. The review of the device history records, batch thermal records, and production controls met the product release criteria. Consumer reports a burn. The cause of the consumer receiving a burn is inconclusive since the review of records does not provide evidence to support defective product. There are pre-identified risk factors that could cause a burn listed in the hazard analysis (rpt-000097160). In addition to these hazards, there are multiple risks that are outside the control of the site. These include things like age, skin condition, medical conditions, device use error and off label use. The warning labels on our product are used to address these risks and relay the appropriate instructions for use to our customers to avoid burns, blisters and skin irritations. This is an adverse event for a burn, and a risk calculation cannot be determined there is no reasonable suggestion of a device malfunction.

Event description:
On 29-dec-2025, a spontaneous report was received via email regarding a female consumer (age not provided) in association with a thermacare menstrual heat wrap. On an unspecified date, the consumer topically applied a thermacare menstrual heat wrap as directed worn on the inside of her underwear for an unspecified indication. Less than 8 hours after applying the product, the consumer experienced multiple small burns on her skin which were painful. No additional information was provided.